Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood spurted from (1) wingset tubing when the vacutainer tube was attached. No patient or user impact reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 25-jul-2024. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for leakage during to injection/blood/urine collection was observed. Additionally, the customer samples along with (B)(4) retention samples from bd inventory, were evaluated by visual examination and functional testing and upon completion the indicated failure mode for leakage during to injection/blood/urine collection was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage during to injection/blood/urine collection based on customer photo, but unconfirmed based on customer sample testing and retention samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.2b. Medical device type: one additional code applies; jka. D.2a. Common device name: blood specimen collection device; intravascular administration set. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood spurted from (1) wingset tubing when the vacutainer tube was attached. No patient or user impact reported.